Event description:
Boston scientific received information that the right ventricular (rv) lead displayed a gradual increase in pacing impedance measurements, reaching greater than 2,000 ohms. Additionally, pacing threshold measurements increased to 5.5v@0.4ms. No noise was observed. The rv lead was suspected to be fractured. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.